Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 crts (B)(4) (hcp) information was received from a health care professional regarding a patient who was receiving gablofen (unknown dose and concentration) via an implantable pump. It was reported a revision was performed, the health care professional could not remember what the issue was but that it was an easy fix. Additional information has been requested regarding the date of the event, device information, nature and details of the revision, causality, symptoms experienced, troubleshooting performed, actions/interventions and resolution. If additional information is received, a follow-up report will be submitted.